Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6), 2011, in order to tighten the abutment. The patient experienced a loss of osseointegration on (B)(6), 2011, resulting in fixture loss. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)